Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that the introducer needle was hard to remove on (B)(6) 2025. The patient stated that the cannula and needle was still attached when patient removed the needle. The set insertion location was abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hungary. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.